Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated h6 and h10 fields. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the defect was caused by stress of repeated use, external factors, or handling. The event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that bronchofiberscope had a leakage detection error. There was no report of patient harm. The device was returned, evaluated, and it was found that the coating of the image guide serpentine was peeling off (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a crack on the light guide connector. In addition to the peeling coat on the image guide, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the light guide connector was cracked and scratched; the connecting tube was scratched and dented; the eyepiece was scratched and discolored; the universal cord had a dent; and there were scratches on the scope cover, the control unit, the grip, the upward/downward plate, the angulation lever, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.